Event description:
It was reported that the patient developed an infection. The device was explanted.

Event description:
New information notes the patients condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.